Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that back in (B)(6) 2006 the rv (right ventricular) bipolar impedance was intermittently high/undefined and reproducible with manual palpation of the device header. The following month the right ventricular (rv) lead¿s pace/sense portion of the lead was capped and replaced. The high voltage portion of the rv lead remained in use. The patient was then lost to follow up. The patient has now come into the clinic due to their device beeping. It was found that the defib coil impedances were high/undefined for both the rv coil and svc (superior vena cava) coil. Also, a chest x-ray was taken and it showed a lead that is completely severed near the defibrillator pocket and it is presumed to be the high voltage rv lead. The high voltage rv lead remains in use and the patient is to go for a consult for possible lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a possible fracture of the right ventricular (rv) lead was suspected. The rv lead was reprogrammed and then explanted and replaced. No patient complications have been reported as a result of this event.